Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 268 mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. A supply change was performed to address the occlusion.